Event description:
Boston scientific received information that the patient with this right atrial (ra) lead dislodged the lead due to twiddler's syndrome. The lead also exhibited high out of range pacing impedance measurements. A new lead was successfully implanted (model/serial 4096/(B)(4)), but a week after the procedure, the patient experienced the same problem due to twiddler's syndrome. The physician suspected that the reason for the dislodgment was due to a faulty lead design. This lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. If additional information becomes available, or when analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that there was dried blood in the helix mechanism through the lumen, and dried body tissue was entwined in the base of the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.